Manufacturer narrative:
(B)(4). Date sent: 9/14/2020. Investigation summary: the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. During functional testing on gen11, an alert screen was displayed. A probable cause for the device to stop activating and the gen11 to display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary.

Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: did the active titanium blade break off? Yes, it was the blade that broke off what efforts were made to locate the pieces of the blade tip during the procedure? They tried to visually locate the blade in the abdomen which was not successful. No. Other efforts were made to locate the blade. Was this procedure converted to an open procedure? Was open from the start due to a very big tumor. Are there any plans to locate the pieces? No. Was there any change in the patient care as a result of this event? No. What is the current patient status? The patient is doing fine. The surgeon thinks that the likelihood of a complication due to the blade is very little. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the active blade of harhd20 broke off. The broken tip was not found. The surgery was delay an undisclosed amount of time.